Event description:
Fluid retention; pain; hypertension; hyperlipidemia. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) with gonarthrosis. The patient's medical history was significant for previous medical device implantation with artz (hyaluronate sodium) from (B)(6) 2012. On (B)(6) 2012, the patient initiated treatment with first course of synvisc (hylan gf-20) injection at a dose of 2 ml once per week (location not provided). The batch lot number of synvisc was not provided. On an unspecified date in 2012, the patient received his second synvisc injection and on (B)(6) 2012, third synvisc injection was administered. The same day, the patient experienced fluid retention and pain. On (B)(6) 2012, the patient visited the institute and was treated with steroid (unspecified) injection. On unspecified dates, the patient experienced hypertension and hyperlipidemia. The outcome for the events of pain, fluid retention, hypertension and hyperlipidemia was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of the pain and the fluid retention as probable and the relationship between synvisc and the events of hypertension and hyperlipidemia was not provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.